Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported more urgency and leaking now. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Fdc (B)(4) and fdd (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported patient was having a return of symptoms. Patient stated she was having leaking and urges still and did not really know how to use the patient programmer. Patient stated that the trial gave her relief every other day and with the permanent device she was having symptoms everyday and it progressively got worse. Patient stated she called the hcp office and the nurse called her back and tried to explain how to use the patient programmer (pp) and that did not really explain anything. Caller stated she only showed her how to turn stim up and down. Caller stated she had increased on p1 from 0.7v to 1.0v, but that had not helped. Patient had access to the pp and it showed stim was on. Patient was on program 1 at 1.0 v. Caller stated she felt stim in the bike seat intermittently. Patient had the ability to change programs or adjust stim. Caller reported she would like to try changing the program. Patient was walked through changing stim to program 2 at 1.4v. Patient felt stim in the correct area. Patient was advised to monitor symptoms now that change was made and to follow up with hcp if issue did not resolve. No further symptoms or complications reported or anticipated.